Manufacturer narrative:
Unit received with blank display due to shorted lcd driver board. No burned component noted. Unable to perform operating currents, self test, restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display screen does not work before or after a new battery is installed. The customer's blood glucose reading was 182 mg/dl at the time of incident. Troubleshooting found that the lcd display screen is blank and does not revert to normal after a new battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.